Event description:
Introduced into the pt's uterus. Procedure was performed a facility and pt left satisfactorily. Started bleeding later and lost so much blood, had to go in to do a repair. Pt is doing fine.